Event description:
Reportable based on device analysis completed on (B)(6) 2022. It was reported that stent deployment failure occurred. The (B)(4) stenosed target lesion was located in the internal carotid artery. A 10.0-24 carotid wallstent stent was advanced for treatment. However, during the procedure, it was noted that the stent could not be deployed. The procedure was completed with another of the same device. No patient complications were reported and the patient' status was stable. However, returned device analysis revealed stent was detached/separated.

Manufacturer narrative:
Device evaluated by MFR: a carotid device was returned for analysis. A visual and tactile examination identified no issues with the catheter or delivery system that could potentially have contributed to the complaint incident. The device was received with the stent deployed from the delivery system. The deployed stent was not returned for analysis.

Manufacturer narrative:
Device evaluated by MFR: a carotid device was returned for analysis. A visual and tactile examination identified no issues with the catheter or delivery system that could potentially have contributed to the complaint incident. The device was received with the stent deployed from the delivery system. The deployed stent was not returned for analysis.

Event description:
Reportable based on device analysis completed on 07-mar-2022. It was reported that stent deployment failure occurred. The 95% stenosed target lesion was located in the internal carotid artery. A 10.0-24 carotid wallstent stent was advanced for treatment. However, during the procedure, it was noted that the stent could not be deployed. The procedure was completed with another of the same device. No patient complications were reported and the patient' status was stable. However, returned device analysis revealed stent was detached/separated. It was further reported that the physician once tried to deploy the stent after it was removed from the patient.